Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule fell off of the delivery system upon removal from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
.